Event description:
It was reported that the customer had issues with the temperature sensing foley catheter. Stated that the silicone catheter was kinking if it was pulled on or tugged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned photo sample noted one opened (with original packaging), temp sensing silicone foley. Visual inspection of the photo sample noted the foley catheter twisted with kinks. A potential root cause for this failure mode could be" thermistor wires with a snake shape¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: sterile: unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had issues with the temperature sensing foley catheter. Stated that the silicone catheter was kinking if it was pulled on or tugged.